Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the system fluoro failed and staff had to move the patient to another room. Procedure was completed with portable c-arm fluoro unit in another room w/o further incident. Customer provided no patient or procedural information other than to say the procedure was completed and patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.